Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited gradually increasing pacing impedance measurements from 600 ohms at implant to 2500 ohms at the current follow up. Threshold measurements are normal and stable. The r-wave was 12mv and dropped to 10mv.

Event description:
Boston scientific received information that this implantable transvenous defibrillation lead exhibited gradually increasing pacing impedance measurements from 600 ohms at implant to 2500 ohms at the current follow up. Threshold measurements are normal and stable. The r-wave was 12mv and dropped to 10mv. Additional information indicated that this lead was surgically abandoned.

Manufacturer narrative:
A boston scientific technical services representative discussed the lead should be evaluated with a maximum energy shock prior to adding new rate/sense lead. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. This issue normally occurs during or shortly after the implant procedure and has not been seen with chronic leads.